Manufacturer narrative:
G4:12jan2021. B4:14jan2021. The field service engineer (fse) reported that the customer was inquiring about the field safety notice in regards to the replacement of power management (pm) printed circuit board assembly (pcba). The fse provided the customer with the updated letter and advised that no action was needed. Multiple good faith efforts were made to reach the customer to gather more information in regards to the failure mode, context, and operational status of the device; however the customer did not respond. If additional information is later received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
The customer reported a ventilator that was "down", and believes that it is due to a faulty power management printed circuit board. There was no patient involvement or harm.